Event description:
(B)(4).

Manufacturer narrative:
We already contacted with the user facility. The actual radiation parameter is indicated on the device in this condition. Therefore, if the user confirm the exposure condition before exposure according to the manual, we could avoid this incident. We explained user to confirm them. We are still investigation the cause or this incident. We will report our conclusion for this incident as soon as possible.